Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) could not be inserted through the sheath. A second iab, properly wrapped, was inserted but same issue occurred. The md upsized to 9fr sheath and insertion was successful. There was no patient harm or adverse event reported. This report is for the 2nd iab used. A separate report will be submitted for the 1st iab.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).